Event description:
It was reported that the left ventricular (lv) lead had high threshold. The lead was explanted and was replaced. No patient complications have been reported as a result of this event.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. Concomitant: 694765 implantable tachy lead, (B)(6) 2009; 5076-52 implantable pacing lead, (B)(6) 2009; d224trk implantable cardioverter defibrillator, (B)(6) 2011. (B)(4).